Event description:
Healthcare professional reported through device tracking "rupture/deflation and device was accidentally punctured". This record is for the left side. Device was not implanted and was discarded.

Manufacturer narrative:
Clarification to d.6a and d.6b, implant and explant date: device was damaged prior to use, no patient involvement. Device was not implanted and was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, use error.